Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is calling to report a high blood glucose 458 mg/dl. Customer states they are having issues with the sensor. Troubleshooting was performed and the product is expected to return.